Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 28mm amplatzer amulet was chosen for implant using an unknown delivery system. The landing zone measurements used to determine device size were reported as 22.5 mm × 21 mm at 0°, 45°, 90°, and 135°, and sizing was determined by transesophageal echocardiography (tee). The procedure was performed under tee and fluoroscopic guidance, and a tension test was reported to have been performed. The device was described as having a ¿tire¿ shape at the time of implant, with no peri-device leak detected around the lobe. Left atrial pressure was not directly measured but was reported to be above 12, and 1000 ml of fluid was administered during the procedure; left atrial pressure was not reassessed following fluid administration. The implanter reported that the close criteria were satisfied. Implantation was described as difficult due to complex left atrial appendage anatomy, requiring multiple manipulations. Approximately 40 minutes after implantation, transthoracic echocardiography (tte) identified complete dislodgement of the device from the intended implant site, with embolization to the posterior mitral leaflet. The implanter believed the cause of embolization was mis-sizing by echocardiographic assessment. The patient experienced hypotension but no rhythm change, and no partial or complete obstruction of blood flow was reported. The patient was transferred emergently to the cardiac surgery room at another hospital, where the device was retrieved by a cardiac surgeon. The retrieval was considered an emergency procedure. The patient was reported to be stable following retrieval.